Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic after receiving hv therapy. Upon device interrogation patients rhythm was initially diagnosed as svt however due to atrial events falling into blanking vt was detected and therapy was delivered. Programming changes were made. Patient is well.